Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The root cause of the reported issue is determined to be isolated to the flex-charge pak and switch. The customer will receive a replacement device.

Event description:
A customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.